Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners. A64 alarm during self test due to faulty y1 on remote framebuffer. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed multiple times for failed self test. Troubleshooting was not possible at the time of the call. Advised that the insulin pump will be replaced. Nothing further reported.